Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30452495m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that an (B)(6) male ((B)(6)) patient with an unknown history had an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The reporter stated there was a steam pop phenomenon during cavo-tricuspid isthmus line (cti) linear ablation. Thereafter, decreased blood pressure was noted, and pericardial drainage was performed. After confirming that the vitals were stable, the patient left the catheter room. The physician¿s commented that causal relationship with the product is low. The follow up information reported that the outcome of the adverse event is improved.